Event description:
It was reported through a service report that the siderail was stuck in the lowest position and could not be moved up or down. No adverse consequences reported.

Manufacturer narrative:
Results: bent siderail.